Manufacturer narrative:
The MFR's service representative performed an onsite investigation. A cable was replaced. The system operates as intended.

Event description:
The customer reported that a cable on the 7900 system was damaged. No pt injury was reported.